Event description:
Customer experienced a malfunction alarm after having a dental x-ray a week prior. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if any issues arise.